Manufacturer narrative:
Product event summary: the lead was not returned for analysis however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical products: model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular high voltage defibrillation coil epicardial patch triggered an alert for rising and high impedance and a lead fracture is suspected. Additionally the superior vena cava (svc) defibrillation coil displayed rising and high impedance. Both leads have been capped and replaced. No patient complications have been reported as a result of this event.